Manufacturer narrative:
The manufacturer previously reported MDR 2518422-2024-075243. This report was submitted as a reportable, after the review observed there is no allegation of particles and also no device malfunction or confirmed harm. Hence considering as not reportable.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging bad odor and difficulty in sleeping. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.